Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to high blood glucose levels. Patient's blood glucose levels were 556 mg/dl and was treated via intravenous insulin. Patient was hospitalized for less than 24 hours. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011265, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 30-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6011265. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011265 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 25-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The assembly, lot 5a02521 was manufactured according to the wi version 27 and manufactured in the quickset line, on 24-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The assembly, lot 5a02522 was manufactured according to the wi version 27 and manufactured in the quickset line, on 25-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The assembly, lot 5a02523 was manufactured according to the wi version 27 and manufactured in the quickset line, on 25-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly. Gluing of tubing of the lot 5a04632 was manufactured according to the wi version 42 and manufactured in the gluing machine 4-8, on 21-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly. Gluing of tubing of the lot 5a04633 was manufactured according to the wi version 42 and manufactured in the gluing machine 4-8, on 23-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: (B)(4) guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. (B)(4) guidance for functional testing for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.